Event description:
It was reported that the patient was presented to the hospital ER after receiving inappropriate atp and hv therapy. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.